Event description:
According to the reporter, during a cesarean procedure, the needle pops off while in use. The suture in the pack was also a bit darker than usual but the rest of the packs within the box were fine. This occurred with another same suture. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: cl-813, polysorb* 1 vio 75cm gs21 x36 (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d3(MFR name and street 1), d4(UDI), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Sixteen representative samples were available for evaluation. Light assisted microscopic inspection of the breathable pouches noted no breaches or damage. The needles were properly parked in the retainers. Inspection of the retainers noted the sutures were properly wound and no damage to the retainers. A tactile and microscopic inspection of the sutures was performed with no abnormalities. While some sutures were a darker color at the suture ends, this was determined not to be an issue. The foil pouches were inspected and identified no signs of damage or abnormalities. The breathable pouches were opened without any tears of the tyvek packaging. The sutures were removed from the retainers without any difficulty. The sutures were loaded onto an instron machine by clamping the needle with a pneumatic grip with a serrated face and the suture end with a pneumatic yarn grip. No suture breakage or fraying was noted while handling/loading the sutures into the instron machine. The instron then pulled the sutures at a rate of 300mm/min until the needle disengaged from the sutures. The load force at the point of detachment was measured and were found to meet ep mean and individual specifications. Based on the results of the needle attachment test, the representative samples tested satisfactory. It was reported that the suture broke. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. It was also reported that the suture in the pack was also a bit darker than usual. The reported issue was confirmed; however, it was determined not to be an issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.